Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) needed programming changes as the bi-ventricular pacing was not as expected. There was also known noise on the right atrial (ra) lead. The programming was recently changed for the device and additional adjustments were recommended to reduce the oversensing of noise. This crt-d and ra lead remain in service. No adverse patient effects were reported.